Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an external device. The rep is programming post-op and seeing unexpected system error 2b51. Caller has tried restarting the tablet, opened pds, interrogated several times and continues to get the same message while attempting to program p2 of dtm. P1 is in already. Technical services (tss) had caller stop clinician session and use the handset which linked and communicated fine. Caller went back to the tablet and got to p2 again and got the same message. Caller did not have another tablet to try. Caller reported they did not delete any programming. Patient needed to leave so caller was going to pull logs and meet the patient at a later time. Tss sent email to caller for required info since no time on call. Additional information was received from a rep. The rep reported that the patient was programmed on (B)(6) 2025 and the issue was resolved. Logs were obtained. Information was received from a rep regarding a patient (pt) with an implantable neurostimulator (ins). Rep called to report that last friday their coworker, was trying to set up stimulation for patient, but every time they connected to the ins it would kick them out of the app saying, "system error" and forcing them to exit the workflow. Caller said they saw patient today and were able to connect to ins but would get kicked out of the app when they tried to turn up intensity. Caller was not with patient during the call and couldn't remember exactly what the message on the tablet said before they were kicked out of the app. Caller said they were able to connect with patient's programmer, but made comment that the programmer was having more difficulty than usual with connecting to ins. No further details. Caller stated their coworker had reports sent to "tablet services" (likely health care it). Caller's purpose for calling was to create a record with this information. Caller inquired about what troubleshooting could be done for this kind of issue. Agent reviewed a couple possibilities such as confirming software versions and feature flag codes but suggested that caller call technical services while with patient so real-time troubleshooting could be done. No symptoms were reported. Additional information was received from the manufacturer representative (rep) who reported the patient was rescheduled for 9/16. They reported the system error seen was "system error 2b51." Logs were obtained. Additional information was received from the rep. Rep reports that they had trouble connecting to the patient¿s implant with the tablet and when it did connect any time, they tried to increase the intensity it would produce a system error and kick them out. Rep reports they were able to make minor adjustments to pulse width and rate without getting kicked out. They were able to make programs 1, 2, 3, and 4 for the patient and used the patient handset to turn the intensity up and down which still produced errors but was manageable enough that they were able to turn it up to the amount that was needed. Rep reports over the course of a few weeks, they guided the patient over the phone to titrate the intensity up and down, over the phone it took the patient multiple attempts to connect to the implant, and when the rep last talked to the pt, they were getting good therapy/pain relief. Rep is unable to clarify/provide application software versions as the other rep who used two separate tablets/applications was no longer working for the manufacturer and they were unsure where the equipment was or what equipment was used. Rep reports the tablet they used to interrogate the patient¿s ins was recently wiped. Call to rep. Rep reports that the issues they described in the previous phone call occurred back in september. Rep reports that during the initial meeting with the other rep the other rep¿s tablets couldn't connect/had difficulty connecting to the implant. When asked to clarify this rep reports they could reference previous notes for more specific details but states there were additional connection issues other than getting kicked out by the error message described as: ¿hiccups with getting to the main programming page¿ and ¿difficulty getting in the app in general¿ on the rep¿s tablets. Rep reports a patient education issue was ¿not really¿ suspected and clarifies that rep had difficulty trying to connect to the patient¿s implant with the patient handset when they were working with the patient in september (during the week following the first meeting with the other rep). Rep clarifies the other rep/rep that initially observed the issue did not attempt to connect with the patient¿s handset/therapy application. When asked if the rep suspected an implant issue rep reports they didn't have ¿an instinct into¿/¿an inkling¿ as to what was going on, as they and the other rep were relatively new.